Manufacturer narrative:
Insulin pump received with low battery power warring due to corrode battery tube compartment. Insulin pump passed displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and current blood glucose level was 134 mg/dl at the time of call. Customer was treated with manual injection. Customer also reported that the insulin pump received low battery alarm. Troubleshooting was declined for hyperglycemia. The insulin pump will be returned for analysis.